Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the product was returned for investigation. Due to damage to the product, it could not be dimensionally checked. The complaint and potential route cause cannot be confirmed. The product shall be retained in secure storage as per procedure unless specifically requested back by the complainant. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Item: tibial insert 3x8mm. Fault: the insert failed to click into tibial tray. No harm caused to the patient. Op delayed by 10 minutes.